Event description:
Patient connected to baxter hazardous IV tubing, (solution set with duo-vent spike). Rn administered ondansetron as a secondary and intended to put chemo through the tubing later. Rn noticed saline dripping from port closest to patient. Rn applied green cap to port and dripping stopped. New tubing was set up for all chemotherapy infusion. Lot number for tubing is (10) dr24l03048.